Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on (B)(4) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for birth control. The consumer stated she had nothing but problems since essure was inserted. Mostly it was pain since the moment she got it put in - she was in hospital because of it. The first time she was in hospital was (B)(6) 2014. The next two times were(B)(6) 2014, she was admitted for pain. The pain was both the right and left side lower mid abdomen. She also mentioned bleeding, which at first did not stop and now she could not get it to start. She was on hormonal medication to have a period every month (medroxyprogesterone) since (B)(6) 2015 and was still on pain medication. Essure was continued. The product technical complaint (ptc) investigation and final assessment were received on (B)(4) 2015. The bayer reference number for the ptc report is: (B)(4). Final assessment - since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment - this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the global pharmacovigilance database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and was hospitalized due to pain in both the right and left side of her lower mid abdomen. She developed this pain since the moment she got essure put in. Additionally she reported bleeding (regarded as genital bleeding), which at first did not stop. All events were considered serious, due to hospitalization (pain) and medical importance (bleeding) and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case considering the close temporal relation between the reported events and essure procedure and in the lack of alternative explanation causality cannot be excluded. Due to the hospitalization reported, this case is regarded as incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Follow-up information received from the physician on 31-aug-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued; case closed. Company causality comment: this medically confirmed report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and was hospitalized due to pain in both the right and left side of her lower mid abdomen. She developed this pain since the moment she got essure put in. Additionally she reported bleeding (regarded as genital bleeding), which at first did not stop. On pelvic x-ray, left essure appeared coiled on itself or potentially fractured. Essure inserts were not removed. All events were considered serious, due to hospitalization (pain) and medical importance (bleeding) and are listed according to essure's reference safety information; except for device breakage which is non-serious and listed according to product technical analysis (ptc). After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case considering the close temporal relation between the reported events and essure procedure and in the lack of alternative explanation causality cannot be excluded. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the physician is not sure whether the left essure is coiled on itself or broken. Considering the nature of event and the lack of alternative explanation, the breakage is considered related to essure. Due to the hospitalization reported, this case is regarded as incident. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Essure questionnaire received on 05-may-2015 from physician: the case was considered medically confirmed now. The patient´s medical history included curettage in 2010, a pregnancy with paragard in 2010 and a pregnancy with mirena (case (B)(4)). Previous gynecological problems or procedures were denied. The essure insert was placed by another physician. This physician just saw the patient for pelvic pain. On (B)(6) 2013, an ultrasound was done and essure was in place. X-ray pelvis was also done at the same day and the medical aspect of the left essure device appeared coiled on itself or potentially fractured. On (B)(6) 2014, hsg was done and tubes were occluded; proper placement of essure. It was reported that condition was possibly caused by the essure. Essure was not removed. Company causality comment: this medically confirmed report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and was hospitalized due to pain in both the right and left side of her lower mid abdomen. She developed this pain since the moment she got essure put in. Additionally she reported bleeding (regarded as genital bleeding), which at first did not stop. On pelvic x-ray, left essure appeared coiled on itself or potentially fractured. All events, except for device breakage were considered serious, due to hospitalization (pain) and medical importance (bleeding) and are listed according to essure's reference safety information. Device breakage is non-serious and unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case considering the close temporal relation between the reported events and essure procedure and in the lack of alternative explanation causality cannot be excluded. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the physician is not sure whether the left essure is coiled on itself or broken. Considering the nature of event and the lack of alternative explanation, the breakage is considered related to essure. Due to the hospitalization reported, this case is regarded as incident. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Follow up information received on 02-jun-2015 from patient: patient's demographic information was provided. She denied relevant historical and concomitant conditions. It was stated she had a pregnancy on (B)(6) 2011 and 23 months after that ((B)(6) 2013), essure lot number b60753 was inserted. No back up contraception was used. On (B)(6) 2014, hysterosalpingogram was performed and showed satisfactory location of essure micro-inserts without abnormal passage of contrast material into the fallopian tubes. Patient reported chronic pain (norco used as treatment), bleeding, loss of mc (menstrual cycle) and sometimes painful sex. Essure was not removed. She wants them to be removed. Follow-up received on 18-jun-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number: b60753; production date: 15-aug-2013; expiration date: 31-aug-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality and a product quality issue. The reported adverse events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Company causality comment: this medically confirmed report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and was hospitalized due to pain in both the right and left side of her lower mid abdomen. She developed this pain since the moment she got essure put in. Additionally she reported bleeding (regarded as genital bleeding), which at first did not stop. On pelvic x-ray, left essure appeared coiled on itself or potentially fractured. Essure inserts were not removed. All events were considered serious, due to hospitalization (pain) and medical importance (bleeding) and are listed according to essure's reference safety information; except for device breakage which is non-serious and listed according to product technical analysis (ptc). After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case considering the close temporal relation between the reported events and essure procedure and in the lack of alternative explanation causality cannot be excluded. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the physician is not sure whether the left essure is coiled on itself or broken. Considering the nature of event and the lack of alternative explanation, the breakage is considered related to essure. Due to the hospitalization reported, this case is regarded as incident. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.